Event description:
As reported by the exactech knee replacement study, the patient had an initial right tka on (B)(6) 2010. The patient presented on (B)(6) 2018 with increasing pain. Patient saw ortho on (B)(6) 2018 complaining of 2 years of increasing pain to right (operative) knee. X-ray shows question tibial loosening. The case report form indicates that this event is definitely related to device and definitely not related to procedure. Outcome is resolved on (B)(6) 2019 with x-ray follow up in 4 months.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 1334893 244-23-13 - optetrak hi-flex tibial insert sz 3 13mm. 1592177 200-02-32 - three peg patella 32mm. 1605440 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported event cannot be confirmed from the information provided but may be due to tibial loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.